Event description:
Report #1 of 3 received of leakage of an unspecified radioactive isotope from one of the male adapter plugs of the pre-pierced ports on this bifurcated extension set. Reportedly, the pre-pierced port was accessed multiple times during a cardiac stress test. During the test, the nurse reportedly injected the isotope with a 22 gauge needle in an unspecified location of the pre-pierced port. The nurse reported that a small amount of isotope leaked during the injection. The cardiac stress test was completed without delay. There were no reported adverse effects to the patient or healthcare worker. Although requested, no further information was available.